Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 28-nov-2017. The most recent information was received on 14-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and basedow's disease ("basedow's disease") in a female patient who had essure (batch no. A50509) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transient ischemic attack. Previously administered products included for an unreported indication: contraceptive. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), menorrhagia ("hemorrhagic menstruation for 10 days"), myalgia ("muscular pain"), migraine ("migraines"), asthma ("asthma"), visual acuity reduced ("visual decrease"), asthenia ("asthenia") and self esteem decreased ("moral decrease"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, menorrhagia, myalgia, migraine, asthma, visual acuity reduced, asthenia, self esteem decreased and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, asthma, basedow's disease, menorrhagia, migraine, myalgia, pelvic pain, self esteem decreased and visual acuity reduced with essure. The reporter commented: the patient reported an impact on personal, sexual and professional (sick leave) life. She spent lots of medical examinations leading to costs, and had appointments in different hospitals as allergy to nickel was serious leading to travel costs. The intervention performed on (B)(6) 2017 lead to sick leave with consequence on her professional career. She had both specialist's and physician's appointments with travelling. She underwent outpatient surgery to not be worried and to not have sick leave. It was also reported that no test of allergy was performed from the gynaecologist. At that time, she was presenting with adverse events that made her life a hell while she was a dynamic woman loving her familial and professional life. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) ) on 28-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and basedow's disease ("basedow's disease") in a female patient who had essure (batch no. A50509) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included transient ischemic attack. Previously administered products included for an unreported indication: contraceptive. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 6 months 27 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), menorrhagia ("hemorrhagic menstruation for 10 days"), myalgia ("muscular pain"), migraine ("migraines"), asthma ("asthma"), visual acuity reduced ("visual decrease"), asthenia ("asthenia") and self esteem decreased ("moral decrease"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, basedow's disease, menorrhagia, myalgia, migraine, asthma, visual acuity reduced, asthenia, self esteem decreased and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, asthma, basedow's disease, menorrhagia, migraine, myalgia, pelvic pain, self esteem decreased and visual acuity reduced with essure. The reporter commented: the patient reported an impact on personal, sexual and professional (sick leave) life. She spent lots of medical examinations leading to costs, and had appointments in different hospitals as allergy to nickel was serious leading to travel costs. The intervention performed on (B)(6) 2017 lead to sick leave with consequence on her professional career. She had both specialist's and physician's appointments with travelling. She underwent outpatient surgery to not be worried and to not have sick leave. It was also reported that no test of allergy was performed from the gynaecologist. At that time, she was presenting with adverse events that made her life a hell while she was a dynamic woman loving her familial and professional life. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 8.666 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.